Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2019; dtma1qq crt-d, implanted: (B)(6) 2019. Product event summary: the full lead was returned and analyzed, no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.